Event description:
It was reported to covidien that the unit would not blow air at a lower temperature. The unit quickly heated and blew hot air and would not blow air at medium or low temperature. The pt had pea size red dots on upper chest and left arm. There was no medical intervention or treatment required for the red dots. There was no reported residual injury or ill effects.

Manufacturer narrative:
Covidien has requested the unit be returned for evaluation. Unit has not been received. The warmtouch 5200 and 5300 pt warmer have been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.